Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg 40s mg/dl) and the cause was not known. During troubleshooting with tandem technical support, no device issues were identified. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.